Event description:
It was reported via repair work order that the ankle strap is not secured to the frame of the chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.